Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the post-operative complication. There is insufficient information to determine when the procedure occurred and which specific system was used; therefore, no system logs are available for investigation. Site review found that the davinci si system was in use at the user facility 7 years ago (2016). This medwatch report (patient identifier (B)(6) ) is submitted for an operative complication and separate medwatch reports (patient identifier (B)(6) ) are submitted for other operative complications mentioned in the same article. Section b3 event date: the newspaper article provided information that the procedure occurred "7 years ago" and the published year is 2023; therefore, a generic event date of (B)(6) 2016 is documented. Section e initial reporter: this section documents the reporter name as an author of the newspaper article. The site name and address information documents the information for the hospital where the robotic procedure was performed. Source of article: https://www.nytimes.com/2023/10/30/health/hernia-surgery-component-separation.html.

Event description:
According to a newspaper article, a 64-year-old female patient who had a hernia the size of her fist underwent a da vinci assisted component separation procedure seven years ago. Three months later, the patient's belly was reported as still protruding and that she "felt like her guts were spilling out". The patient was not able to bend without pain, looked nine months pregnant, and it affected her ability to perform her daily tasks. The patient was seen by another doctor. According to the summary of the visit, it was provided that "the patient has a significantly compromised abdominal wall with damaged muscle due to the history of component separation". In the article, it was documented that another hernia surgeon could not fix her bulge and she must wear an abdominal compression binder. There were no malfunctions of da vinci systems, instruments or accessories reported in the article.